Event description:
The surgeon reports that the patient has a history of severe systemic inflammation.

Manufacturer narrative:
The device was not returned for evaluation. As the lot number is unknown, the associated device history record was unable to be reviewed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause.

Manufacturer narrative:
Additional information has been requested. The investigation is on-going.

Event description:
It was reported that an intraocular lens (iol) was explanted approximately 10 years after implant due to opacification of the lens. Additional information has been requested from the reporter.